Event description:
Foley catheter wouldn't come out of pt during voiding phase of the study. With resistance, catheter was pulled out, but no bleeding or other harm was caused to pt. A remaining ridge was noted on the catheter approx 1 1/4" above the insertion tip.